Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the reprocessor had mold around the water filter. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it is likely the reported issue was due to moist air rising from the uncovered drain located beneath the reprocessor installation and the high-temperature, high-humidity environment created by the heat generated during operation. The event is detectable/preventable by handling the device in accordance with the following IFU: installation manual 4.1 installation conditions. Olympus will continue to monitor field performance for this device.